Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis and a blood glucose level of over 600 mg/dl. The customer had received no delivery alarms from her insulin pump. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer stated the infusion set's c cannula was slanted. The customer was advised to change her reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.